Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, there was sub acute thrombosis. An unknown size taxus express2 drug eluting stent was implanted on an unknown vessel. In an unspecified time frame, the patient presented with acute myocardial infarction and sub acute thrombosis was found. Additional infomation has been requested from the facility; however, there has been no response as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.